Event description:
Name of procedure being performed: hipec ex lap. Detailed description of event: additional information received via email on 17oct2019 from applied medical health systems specialist: the date an applied team member was made aware of the event was 10/17/19. The customer account # (B)(4). The facility name is [name]hospital. The date of the event was (B)(6) 2019. The model # was c8405. The lot# was 1358099. The procedure being performed was a hipec ex lap. The description of the event was: pt has neuropathy post op. The case was completed with alexis o and book walter. The patient status is neuropathy. The concomitant devices used with the alexis were book walter and hand held metal retractors. The surgeon/or team used alexis used multiple times since incident with no issues. Did not answer the question asked which was had they used it before. There were no issues with the alexis that lead them to use the retractor with the alexis. They use the book walter to elevate the abdomen for exposure. The surgeon did sweep bowels around inner ring before rolling down alexis. The device is not available to be returned, it was discarded by facility. Additional information received via email on 18oct2019 from , applied medical health systems specialist: not able to know when it occurred in the procedure. Surgeon is assuming after alexis-o and metal retractors were put in place. The surgeon deployed the alexis-o, placed book walter on top of alexis-o, and managed book walter/metal retractors throughout procedure. Not able to know exactly when the event occurred during the procedure. Very first time surgeon and fa used alexis-o. Patient status: patient has neuropathy post op. Type of intervention completed with alexis o and book walter.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Manufacturer narrative:
No product is being returned for evaluation but the lot number is provided. A device history report is to be reviewed by engineering. A follow-up report will be provided upon completion of the evaluation.

Event description:
Name of procedure being performed: hipec ex lap. Detailed description of event: additional information received via email on 17oct2019 from applied medical health systems specialist: the date an applied team member was made aware of the event was 10/17/19. The customer account # (B)(6). The facility name is [name]hospital. The date of the event was (B)(6) 2019. The model # was c8405. The lot# was 1358099. The procedure being performed was a hipec ex lap. The description of the event was: pt has neuropathy post op. The case was completed with alexis o and book walter. The patient status is neuropathy. The concomitant devices used with the alexis were book walter and hand held metal retractors. The surgeon/or team used alexis used multiple times since incident with no issues. Did not answer the question asked which was had they used it before. There were no issues with the alexis that lead them to use the retractor with the alexis. They use the book walter to elevate the abdomen for exposure. The surgeon did sweep bowels around inner ring before rolling down alexis. The device is not available to be returned, it was discarded by facility. Patient status: patient has neuropathy post op. Type of intervention: completed with alexis o and book walter.